Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the light guide cable coating damage, the lcb distal cover glass broken, the insertion flexible tube (ift) bite damage, the light guide cable buckled, the nozzle gluing missing, the bending rubber leak, the distal body worn out, the angle wire hard to move, the insertion flexible tube (ift) bump, the suction channel kink, and the air/water socket chipped/cut o-ring; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).